Event description:
It was reported that patient's atrial lead exhibited noise oversensing. Pacing inhibition was also noted due to oversensing. The lead was explanted and replaced. The patient was stable.